Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low and that the breath rate delivery was not as expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of its exhaled tidal volume (vte) levels being low and having an unexpected breath rate were confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.